Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl 1000mcg/ml; 175mcg/day via an implanted pump. The event date was (B)(6) 2015. The pump's indication for use (IFU) was listed as post lumbar laminectomy syndrome and spinal pain. The patient experienced a return of baseline pain. A catheter dye study was attempted on (B)(6) 2015. The catheter was replaced (B)(6) 2015. The issue had been resolved. Patient status was alive; no injury. The cause of the event, results of catheter dye study, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.